Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, instructions for use (IFU), specifications, and trends of the product was conducted. Per quality control specifications, this device is inspected 100%during the manufacturing process. A instructions for use is provided that states: " warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." As no product or photographs were returned and based on the limited information provided, we are unable to determine with certainty the root cause of this complaint. However, it is feasible that due to the tortuous/calcified anatomy there was more pressure on the device then intended. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During the procedure on the female patient, the 7fr sheath completely snapped and broke at the location where the main body meets the injection sheath portion. The sheath was immediately removed and sequestered. The portion of the sheath was outside of the patient. Procedure was successful. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During the procedure on the female patient, the 7fr sheath completely snapped and broke at the location where the main body meets the injection sheath portion. The sheath was immediately removed and sequestered. The portion of the sheath was outside of the patient. Procedure was successful. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.